Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The user then sent the device to the olympus france (ofr) french olympus subsidiary for hygiene microbiological investigation (hmi) for further investigation. The user did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
The customer provided the hygiene microbiological investigation (hmi) results. The customer hmi results reported the endoscope device (channels) tested positive with the following microorganisms: suction channel- 11 cfu/channel of salmonella spp , corynebacterium aurimucosum, pseudomonas aeruginosa. Biopsy/operating channel- 1 cfu of pseudomonas aeruginosa. The olympus france french olympus subsidiary for hygiene microbiological investigation (hmi) performed a culture test for the device after the device was reprocessed. The results reported the endoscope device channel (all channels) conforms to results of revivable micro-organisms less than 1 cfu/100 ml and less than 1 cfu/endoscope . The results obtained comply with the target level defined in the regulations of france outlined on july 4, 2016. The results are conform to french recommendation. Customer cleaning, disinfection, and sterilization (cds) below are information on customers cds checklist: aer/ewd reprocessor: tested, model name: wassenburg, detergent name: endohigh detergent, disinfectant name: endohigh paa. Pre-cleaning: aspiration of water through the instrument/suction channel. Flushing channels : a/w channel, auxiliary water channel. Detergent used : enzymex, brush points: instrument / suction channel , suction cylinder , instrument channel port, balloon channel, distal end areas around elevator. Brush model: asept immed ref 201790, manual disinfection not performed. Disinfectant used: n/a, scope not sterilized, scope storage: plasma typhoon. The device was then returned to rrc (regional repair center) france olympus for device evaluation, however, the evaluation results has not yet been available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the bending section rubber glue was separated, the angulation was less than the specified value, and the biopsy channel was exchanged as preventive maintenance. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.